Event description:
It was reported that the self-adhesive of the infusion set was not sticking well enough. This issue occurred with several headsets of the same lot.

Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states. The customer discarded the used material.